Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a spinal procedure on (B)(6) 2012 due to l4/l5 disc prolapse and suture was used. Five months following the procedure, the patient experienced itching and eczema in the scar area which spread to the back, abdomen, feet and head. The patient was placed on topical and internal steroids. Currently, the patient is still suffering from the allergy. The physician opines that the patient experienced hypersensitivity. (B)(4).

Event description:
It was reported that patient underwent a spinal surgical procedure on an unknown date and suture was used. The patient experienced a tissue reaction resembling an allergic reaction with wheals and itching. Additional information has been requested.